Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that there was perforation and the patient died. The target lesion was located in the left anterior descending artery. A rotawire and rotablator catheter were used in a procedure. During rotablation, the rotawire lost position in a backwards manner. The rotawire was advanced and the physician thinks the rotawire went down a septal. Subsequently, as the rotablator catheter went through the lesion, it jumped forward and followed the rotawire down a small septal causing a perforation. Consequently, two covered stents were deployed. Patient was unstable when they left the cath lab and died in the intensive care unit.